Manufacturer narrative:
The device was returned in two sections, as a result of a break that occurred in the hypotube. The break was measured at approx 61.5 cm distal from the strain relief. The break appeared to be kinked at the point of separation. Several severe kinks were found along the hypotube. Visual and microscopic examination of the crimped stent revealed stent damage. Some of the proximal struts were slightly flared outwardly. Damage was also found on the twelfth row from the distal end. Some of the struts appeared to be misaligned. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this batch # 8862136 found that the device met its material, assembly and product specs at the time of release to distribution. The root cause of the complaint incident could not be identified.

Event description:
Determined to be reportable based on analysis completed on 5/14/07. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 3.00x32mm taxus express2 drug eluting stent, however, the physician was unable to cross the lesion in the diagonal branch. The procedure was not completed due to this event. There were no pt complications or injuries reported. The pt status is listed as unk. Device analysis indicates stent damage and a shaft fracture.